Manufacturer narrative:
The pacemaker was reprogrammed to unipolar mode and ddi pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had measured a atrial pacing impedance measurement greater than 2,500 ohms. No adverse patient effects were reported.